Event description:
It was reported that the patient had to go back to the operating room as their surgical site had opened back up while the patient was at home. The dehiscence was limited to the generator site. It was noted that patient manipulation was the cause of the event. No infection was identified however as a preventative measure, the patient was kept over night and given additional antibiotics. Additional stitches were added in or. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No other relevant information has been received to date.